Event description:
This ra lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2014 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).